Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, mesh migration, intestine significantly bruised, and recurrence. Post-operative patient treatment included old mesh resutured, hernia repair with new mesh, removal of mesh, and lysis of adhesions.